Event description:
Allegedly, patient was revised due to left hip pain with difficulty walking; two pseudo tumors on the stem; soft tissue damage; elevated cobalt/chromium levels; early device failure loosening of the femoral hip component; numbness/tingling in lower left hamstring; revision surgery rehabilitation. (Left).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2014-01499.